Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered one shock in each of the three separate episodes for an accelerated atrial arrhythmia. Technical services discussed device behavior and programming options. No adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.